Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer¿s blood glucose level was unknown. Customer were able to clear the alarm and rewind the insulin pump however, this was the another unexpected restart error. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test or a17 alarms noted during testing. Device alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board.